Event description:
It was reported the customer was hospitalized for high blood glucose. Also it was mentioned that the cannula was bent and no alarm occurred. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.